Event description:
I was duped by a local chiropractor that had advertised in our local newspaper about the drx9000. After 10th treatments, I wasn't getting any better and by the 20th treatment, I had to go to the local rehab treatment center because every step I took was extreme pain. Up to this day, I still have a problem laying down and sitting for a little while which I never had a problem with before the treatments with the srx9000. The machine I think is just a modern version of a medival torture device. Dates of use: (B)(6) 2009. Diagnosis or reason for use: pinched nerve - chiropractor diagnosis.